Event description:
The customer reported an alarm. Troubleshooting was performed. The alarm did not recur. During the call the customer was hospitalized for low bgs. The customer had forgotten to bolus for their meal. Customer's bgs has been erratic lately, possibly due to their recent health issues. Customer would talk to their dr about adjusting their basal rates.